Manufacturer narrative:
Siemens healthcare diagnostics inc. Field service engineer (fse) replaced the preamp control board on the advia 120 with autosampler instrument. He aligned and optimized the red blood cell (rbc) optics, ran optipoint material, adjusted the instrument gains to the targets and ran quality control material. The system was returned to the customer fully functional. The cause of the smoke and burning smell on the advia 120 with autosampler instrument was a faulty illuminator assembly on the preamp control board. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A siemens healthcare diagnostic inc. Field service engineer (fse) noticed a burning smell and observed smoke coming from the advia 120 with autosampler instrument, after powering up the instrument. No flames were observed. The fse disconnected the signal and power from the preamp red blood cell (rbc) assembly board. All voltages were normal at the connector. The instrument remained off line until a new preamp signal process and laser were ordered and installed. No patient samples were being run on the instrument during the incident. There are no known reports of patient intervention or adverse health consequences due to the smoke and burning smell from the advia 120 with autosampler instrument.